Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge had leaked due to the customer being able to smell insulin; however, no damage was noted to the cartridge and no insulin was observed to have leaked out of the cartridge. Blood glucose level was in the 250's mg/dl range.